Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device had power boot malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on available information the power boot malfunction was due to an error with the dfm100 processor pca. The faulty dfm100 processor pca has been substituted with a new dfm100 assy processor to resolve the problem and no further evaluation is warranted at this time.

Manufacturer narrative:
This dfm100 assy processor s/n: (B)(6) was returned. "Power boot malfunction" was not verified in lab testing. The pca passed all tests during op check and general testing. This pca no failure found.